Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Reportedly, low bg was due to the customer administering insulin via manual injection and delivering a bolus via the pump. Customer consumed carbohydrates and glucose tablets to address bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Reportedly, a new cartridge was loaded to resolve the reported minimum fill issue.